Event description:
It was reported by service report that the fowler was drifting and the scale was not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.